Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to defective usb connector. The receiver charge test was performed and failed due to defective usb connector. The receiver boot test was performed and failed due to defective usb connector. Functional tests were not performed due to defective usb connector. An internal visual inspection was performed and failed due to moisture damage. The receiver log was not downloaded for review due to defective usb connector. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and failed due to defective usb connector. The receiver charge test was performed and failed due to defective usb connector. The receiver boot test was performed and failed due to defective usb connector. Functional tests were not performed . An internal visual inspection was performed and failed due to defective usb connector. The receiver log was not downloaded for review due to defective usb connector. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.